Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient had lead fracture. The patient underwent a revision procedure.